Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient experienced no symptoms related to the empty pump. The cause of the empty pump was reported to be that the patient recently changed residences and was unable to visit her regular provider. It was noted there was a delay in locating a new provider. The patient did not go through withdrawal and the pump was filled with preservative free normal saline. Additionally, the patient was prescribed oral medications. The empty pump was noted to be resolved and there was no change in the patient's weight. No further issues were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1000 mcg/ml fentanyl at 132.2 mcg/day and 300 mcg/ml clonidine at 39.66 mcg/day via an implantable pump for spinal pain. It was reported that the patient's pump was empty. The doctor inherited the patient and per the logs, the pump went empty on (B)(6) at 0211. It was noted the doctor would have to wait to get the drug. The patient had come from (B)(6) and was in town, so the doctor wanted to review options. It was noted the patient may fill the reservoir with saline, and program it to minimum rate mode or program a bridge bolus. No symptoms were reported. No further issues were reported or anticipated.